Manufacturer narrative:
Result - calf support. Conclusion - the customer has been sent replacement parts and the bed will be repaired by stryker field service.

Event description:
The customer is alleging that all of their calf supports on the maternity bed are loose and do not support patient weight. No patient involvement or adverse consequences were reported.